Event description:
(B)(4). Heavy, long, painful periods. Intermittent, unpredictable spotting. Breast tenderness similar to pregnancy. Painful ovulation. Constant pelvic pain. Uncontrollable weight gain. Severe, painful bloating. Hot flashes. Night sweats. Insomnia. Ovarian cysts. Adenomyosis. Mood swings. Brain fog. Joint pain. Fibroids. Painful intercourse. Hysterectomy on (B)(6) 2015.

Event description:
(B)(4). Heavy, painful periods, water retention/bloating, uncontrollable weight gain, painful ovulation, hot flashes, night sweats, mood swings, insomnia, bleeding/cramping between periods.